Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to call back if the issue happens again, and they acknowledged and understood the guidance provided.